Event description:
Surgeon tried to remove the distractor from the patient in 2003 in his office. Distraction was complete but the distractor would not disassemble. Patient was scheduled for surgery to remove the distractor 2 days later.